Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor had been inserted into the abdomen on (B)(6) 2019. The patient had taken long acting insulin at 10:00 pm on (B)(6) 2019 and calibrated the device, with the readings being 30 points off. Inaccurate readings then started around 3 am on (B)(6) 2019. He took no short acting insulin in the morning. Twice his cgm was alerting for a reading of 50 mg/dl but his bg was over 300 mg/dl. Two other times the same day the cgm was over 250 - 300 mg/dl but his bg was 55 ¿ 60 mg/dl. He recalibrated the cgm each time with no improvement. At one point he was in a store with his wife and a friend. He became lightheaded and first thought it was because he had been out in the heat. He started to fall backwards and tried to steady himself. His friend caught him, so he did not hit the ground or sustain any injuries. He was passed out for less than 30 seconds and felt fuzzy-headed afterward. He had just eaten lunch prior to the incident so didn¿t consume any additional sugar or receive any other treatment, and he gradually began to feel better. At the time of contact he was feeling fine with a bg of 200 mg/dl, although tired from being outside all day. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.